Event description:
It was reported that an unk object was observed in the box. It was reported that it could bean insect. There were no pt complications reported.

Manufacturer narrative:
Device not returned.